Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device relative to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the proglide foot could not be removed and proglide device removal was very difficult. The internal wall of the right common femoral artery was damaged. The method of achieving hemostasis was not specified. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. However, the returned device observations appear to be the result of attempting to remove the device after successful needle deployment prior to removing the plunger, which is out of sequence. The footplate will not lower with the needles engaged with the cuffs inside the foot pockets and will result in difficulty removing the device. It should be noted that the perclose proglide instructions for use states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever down to the body of the device. The investigation determined the reported foot retraction issue was due to operator error and the difficulty to remove and treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6f sheath prior to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the proglide device was removed by surgical cut down. Arterial damage was repaired surgically. Hemostasis was achieved surgically. No additional information was received.